Manufacturer narrative:
Block b3: exact date unknown, event occurred thirteen months prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.